Event description:
Per dealer, reported to sunrise medical (us) llc that on (B)(6) 2013 the end user fell out of this wheelchair. The dealer reported that the rear side frame broke which caused the end user to fall backward out of his chair. The end user is alleging injury to his head, right arm and lower back. The dealer reported that none of the injuries are serious, but that the end user was admitted to the hospital for precautionary reasons due to the end user being on blood thinners. The end user was released from the hospital the same day.

Manufacturer narrative:
The dealer reported to sunrise medical (us) llc that a loaner wheelchair was issued to the end user until the end user's wheelchair is repaired by united seating & mobility. Sunrise medical has sent united seating and mobility a replacement rear side frame that is being covered under warranty. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a f/u report will be filed.